Manufacturer narrative:
The customer reported that the transducer will not be returned for evaluation and it is still in use. Therefore, no further investigation can be done.

Event description:
The customer reported that during an atrial fibrillation (af) procedure, the patient developed esophageal necrosis. After transseptal puncture, the ultrasound probe was inserted, and after about 10 minutes, esophageal necrosis was observed. It was noted that the necrosis was not localized to the place where the probe was placed. The patient has fully recovered. No alleged malfunction of the p8-3tee echocardiography transducer was reported.

Manufacturer narrative:
The reported issue is under investigation pending the return of the transducer for evaluation.

Event description:
The customer reported that during an atrial fibrillation (af) procedure, the patient developed esophageal necrosis. After transseptal puncture, the ultrasound probe was inserted, and after about 10 minutes, esophageal necrosis was observed. It was noted that the necrosis was not localized to the place where the probe was placed. The patient has fully recovered. No alleged malfunction of the p8-3tee echocardiography transducer was reported.